Event description:
The customer reported a falsely elevated architect stat troponin-I result on a patient. Results provided: (B)(6) 2022 = 0.10 / 0.20 ng/ml (lab cutoff: 0.05 ng/ml). Repeated sample = < 0.01 / < 0.01 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A review of complaints determined that there are no trends for the product list 2k41 lot# 61591un21 for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using world-wide data through abbottlink was evaluated. The patient and cal f rlu medians for lot 61591un21 were analyzed and found to be within established baselines and confirms no systemic issues for this lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat troponin-I, lot 61591un21.